Event description:
Caller called in regarding unexplained low blood sugars. Caller was not hospitalized due to low bg's. Caller's most recent bg was "154." Caller states they have not treated. Customer reported being hospitalized for high bgs the next day. 450 bgs. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.